Event description:
It was reported that the ilet displayed a glucose value of 51 mg/dl, the patient was treated with two chocolate chip cookies leading to a rapid rise to 186 mg/dl, and the patient announced the meal as ¿usual¿ about 15 minutes after starting to eat when a "less than" announcement would have been appropriate. Symptoms included hypoglycemia. Outcomes included the need for unexpected medication intervention. Investigation included communication with the user and caregiver and analysis of the information provided. Investigation of this case revealed no device problem, a usage problem related to improper or incorrect procedure in meal announcing and treatment of the low, and involvement of the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.

Manufacturer narrative:
Initial.